Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged on the day of implant when the physician was inserting the left ventricular (lv) lead catheter. The physician intended to reposition the ra lead but noted the helix was in an abnormal position. The physician removed the ra lead and placed an alternate lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. The analyst noted that the lead was returned with the helix bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.